Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, stent damage occurred. The 90% stenotic lesion was located in the calcified and tortuous proximal left circumflex (lcx) coronary artery. The lesion was predilated with a non-bsc, 3.5mm balloon catheter. The 20mm x 3.50mm liberte' monorail stent delivery system failed to cross the lesion on several attempts. The device was removed and it was noted that the stent had "flaring of the stent distal edge". The procedure was successfully completed with a 1.75mm rotablator and another liberte' monorail stent. No pt complications were reported. Pt status is reported as "good".